Event description:
Boston scientific received information that this patient has been experiencing syncopal events. The caller discussed the observations with a boston scientific technical services consultant who suggested device evaluation/interrogation. The physician deferred for now. Efforts to obtain additional details regarding this product issue were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.